Event description:
It was reported that this pacemaker battery appeared to be depleting more quickly than expected. The patient underwent a surgical intervention to remove the device and implant a new pacemaker. The device was received for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this pacemaker battery appeared to be depleting more quickly than expected. The device remains in service but replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker battery appeared to be depleting more quickly than expected. The patient underwent a surgical intervention to remove the device and implant a new pacemaker. The device was received for analysis. No adverse patient effects were reported.